Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and is awaiting explant. Further information was requested, but not yet available. There were no patient consequences.

Event description:
New information received noted that following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient condition was stable post-procedure.

Manufacturer narrative:
Premature depletion was not confirmed by analysis. However an abnormal transient battery voltage drop was detected. The voltage drop is consistent with lithium deposit in the battery.